Event description:
Caller reported the pump does the function test and then the display turns blank. Caller placed a new battery; pump does not start anymore. Preliminary evaluation on (B)(4) 2014 found the pump starts up normally, but up button stuck and does not work temporary. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).